Event description:
It was reported that during a visceral procedure did not open. The device got locked on the patient after applying the second clip. The device fired on a cystic artery. The clip was not fully advanced into the jaws prior to firing. While firing, the surgeon felt unexpected resistance and noise. There was neither torquing nor twisting of the device at the time of firing. The device has not been tested after the issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Device not available.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.